Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 426 mg/dl and mild ketones were present. Bolus was delivered and manual injections were administered to address bg. Customer went to the emergency room. Blood work and electrocardiogram were performed and intravenous fluids were administered. Bg lowered to 200 mg/dl. Customer was admitted to the hospital for elevated bg and diabetic ketoacidosis (dka). Intravenous insulin drip and potassium were administered. Elevated bg/dka were resolved. There was no permanent damage. Contact did not know cause of elevated bg. Pump supplies had been changed and no issues or damage were observed with the supplies. Upon follow up, contact reported customer was discharged on (B)(6) 2019 and pump was operating as intended.